Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was unknown at the time of incident. They were out. Their current blood glucose was 167 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was treated with boluses. The customer was wearing the pump at the time of hospitalization. The customer stated their doctor advised them that the device was not working and for them to discontinue use of it. Troubleshooting was performed. The insulin pump passed the basic occlusion test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The device passed the displacement accuracy test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected meter blood glucose now alarm or low suspend sensor alarm noted. Sensor was calibrated properly and no different blood glucose was noted. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot at battery tube threads.